Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. - inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation could not be confirmed. Additionally, the device evaluation found the angulation wires were worn causing directional values to be out of specification, the adhesive on the protective coating of the bending portion of the device was chipped and cracked, the light guide bundle was broken, the scope cover was cracked, scratches were on switch 1, switch 3, the protector of the universal cord on the control section side and scope connector side, the light guide lens, and the connecting tube, and the camera cover had a dent. The customer provided information regarding cleaning steps. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and there were no abnormalities with the accessories used for reprocessing. The nozzle was wiped or brushed with gauze, a brush, or a sponge. Detergent was sent to the air/water nozzle successfully. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope universal cable was leaking air/water. Inspection and testing of the returned device found foreign material within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.